Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the reason on how the touch screen became cracked was unknown. There was no impact to the customer's blood glucose level. The contact confirmed that an alternate method of insulin delivery was available.